Event description:
The customer reported the device was put on a patient and when switched on there was an error on screen, the error was cleared. The first shock failed to be delivered to the patient. The shock button was pressed for second time and the shock was delivered. There was no adverse patient impact. A shock was successfully delivered to the patient.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported the device was put on a patient and when switched on there was an error on screen, the error was cleared. The first shock failed to be delivered to the patient. The shock button was pressed for second time and the shock was delivered. There was no adverse patient impact.